Event description:
It was reported the patient presented for a coronary artery bypass graft procedure. During the procedure the lead was noted to have both low lead impedance and noise. The lead was explanted and replaced. The patient was stable before, during and after the procedure and will be followed normally.

Manufacturer narrative:
A complete lead was returned in one piece. One clavicle crush was found in the middle section of the lead. Other damages were consistent with procedural damages. The cause of the reported events was due to clavicle crush damage in which the outer and inner insulations were breached. Electrical tests did not find discontinuities on any conduction paths. This is consistent with the observation from the field of noise and low lead impedance.